Event description:
It was reported that the patient with this right ventricular (rv) lead had a lead explant and replacement procedure. The patient states the lead was not working properly. No additional adverse patient effects were reported.additional information obtained, the lead became dislodged and a new one was implanted.

Event description:
It was reported that the patient with this right ventricular (rv) lead had a lead explant and replacement procedure. The patient states the lead was not working properly. No additional adverse patient effects were reported.